Manufacturer narrative:
(B)(4) - conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a pt underwent a petus excavatum repair procedure in 2005 and suture was used. The pt experienced severe pain at the incision 10 days after the surgery which she rated #10 and has had reoccurring pain at #6 more or less since the surgery. The pt still has an irritated tender feeling. Since the surgery, the pt has been diagnosed with rheumatoid arthritis and possible lupus and has been treated with humina, envre, steroids, and multiple immunosuppressive medications. The pt had breast pain about 2 years ago and was seen by a physician and has had multiple unexplained health issues. The pt has been seen by an allergist and was positive for wheat and nickel allergy. The pt wants the sutures removed and a doctor may perform this surgery.